Manufacturer narrative:
As part of the hygiene microbiological investigation (hmi) the scope was forwarded to an external laboratory for further testing. The results are pending. The customer¿s cleaning disinfection and sterilization (cds) information indicates, the detergent used during pre-cleaning is anios clean excel d. During manual cleaning, the swab used for brushing the working channel is albyn medical. The endoscope washer disinfector used for processing was the soluscope 4 with detergent soluscope cln and disinfectant soluscope paa. After the scope is stored in a scope storage, typhoon. The scopes are maintained by olympus. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the after a microbial routine control on this customer evis exera iii duodenoscope, which was carries out as a required by french regulation, the user detected an unexpected contamination, enterobacteria and pseudomonas sp. At the distal end channel and pseudomonas sp. At the suction channel. The user then left the medical device to the french olympus subsidiary for further investigation. The user did not report any contamination or any other serious deterioration in state of health of any person to which this medical device could been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on third party testing results, the device evaluation, and the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cds practices of the subject device and noted the following deviations from the device instructions for use (IFU): the forceps elevator was not flushed appropriately. The following were the culture test result by the third-party labs via olympus: sampling from: all channels, cfu: 1cfu, bacterial identification: gram positive bacteria. Sampling from: distal end, cfu: <1cfu, bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: insertion part, distal end is corroded. Insertion part, connecting tube is scratch within pocket-pouch. Control unit, scope body is broken. Control unit, scope cover is broken. Switch section, key top 1 is unclear indication. Control unit, up down knob has play in the angulation . Insertion part, distal end and biopsy channel shows wear and tear. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the same germs were not detected. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.